Event description:
Supervisor of special services, reports that catheter of two different mahurkar cuffed cath. Kits would not advance through the felt cuff. Customer reports that cuff had a very small opening and catheter dimensions were too large.